Event description:
The user facility reported that after 2 hours 45 minutes of dialysis treatment, the dialyzer had to be changed out due to clotting and increased pressures. Treatment was continued, but had to be stopped 25 minutes early due to clotting and high pressures again. The blood could not be returned to the pt. It was reported that the pt condition is fine.